Manufacturer narrative:
A field service expert (fse) was sent to the facility to evaluate the tfl-pls , serial number (B)(6). The fse was unable to duplicate the issue and no issues were found with the laser unit. The fiber was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided.

Event description:
The customer reported that sparks were present at the laser port. There were no reports of patient harm. This event includes two (2) reports . Report with patient identifier (B)(6) -laser system model tfl-pls , serial number (B)(6). Report with patient identifier (B)(6) -laser fiber- tfl-fbx200s, lot kr263476. This report being submitted is for report with patient identifier (B)(6) -laser fiber- tfl-fbx200s, lot kr263476.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed. The device was evaluated on-site, and passed electrical safety testing. Software attributes were verified and confirmed. Moreover, the fiber associated with this event was not available, nor returned to the legal manufacturer for evaluation - therefore, no presumption could be made to the cause of the suggested event. Moreover, packaging device history review(s) DHR(s) were reviewed and there were no non-conformance reports (ncrs), scrap, or recorded process deviations related to the user request. A fiber DHR could not be retrieved due to no device return. Although this is a fiber-related event, the console instructions for use (IFU) remains applicable. Per the soltive laser system IFU: "any tampering with the laser fiber contact connector may cause unwanted emission of laser radiation. Before performing any laser emission, make sure that the probe is inserted correctly. Pay attention to the firing direction." Olympus will continue to monitor field performance for this device.